Event description:
The pt experienced an infection at the incision line approx four months post surgery. The pt was treated with various therapies. In 1999, the pt was evaluated. Although the pt healed, pt developed another infection. The device was explanted. The pt's skin flap has healed. This is a final report.